Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to return the problematic pump and a replacement pump with updated software was sent by technical support. Caller understood the instructions for returning the pump and acknowledged the steps required upon receiving the replacement.